Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of acl reconstruction+prp, when tightened the suture, the suture was broken off. It is not caused by bone canal cutting. No information is available or will be made available to customer quality. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, visual observations revealed that the white suture was broken; also, it was observed that the green suture was not attached to the implant. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. As per IFU 111882 the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction+ prp procedure on (B)(6) 2021, it was observed that the rgdloop adjustable stnd suture device broken upon tightening the knot. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.